Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display and blank display. Customer's blood glucose was unknown mg/dl. The customer is unable to use all buttons and can't use o-button to give a bolus. The customer was stuck in bolus menu. The customer inserted new battery but no reaction from the pump. The customer can't press any button to delete the alarm. The insulin pump was replaced.

Manufacturer narrative:
The pump was monitored for several days and no blank or frozen display was noted. The pump was received with normal operating current. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector was noted during visual inspection. The pump failed the leak test. The leak was located on the end cap below the reservoir compartment side. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and pillowing keypad overlay.